Event description:
The facility representative reported to the service depot on 05 february 2010, a colleague infusion pump with a "810:04 error code". The condition occurred during programming/set-up. There was no patient injury, adverse event or medical intervention associated with this report. During service at baxter, a technician discovered on 22 february 2010 that the air in line was out of calibration. The user interface module master software version for this device is 6.13.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). There is a CAPA investigation associated with this report. (B)(4).during service at baxter, a technician discovered that the air in line was out of calibration. The air in line printed circuit board has been recalibrated.